Event description:
It was reported that there was a leak from the y-port of an unspecified access set. The issue was identified during dilaudid infusion. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.